Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported during a tibial nailing the tip of a cannulated awl broke. Surgery was delayed for 10 minutes. Additional information has been requested. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing evaluation was performed and the report states that the cannulated awl shows wear and tear allover. There are visible hammer marks at the handle. The blade is broken off at the tip. The fragments are not available for investigation. The laser etching is available. The device was produced and distributed in august 2005. The cannulated awl shows wear and tear allover. There are visible hammer marks at the handle. The blade is broken off at the tip. The manufacturing review shows that the production procedure was according to the specifications. Due to the hammer marks at the device we can presume, that the awl was subjected to an inappropriate use. High mechanical forces were applied at the handle which finally caused the breakage at the blade. The fracture area is homogenous which indicates material conformity. Because of the age of the instruments we can assume that the device works properly when distributed. Therefore we consider this complaint as invalid from a manufacturing standpoint.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed and no conclusion could be drawn as the part is entering the complaint system.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was evaluated by pd engineer. The report states that one 12.0 cannulated awl (p/n: 03.010.040 rev f / lot# 1353127) was returned with a complaint category of ¿broke¿. The 12.0 cannulated awl is part of the tibial nail ¿ ex instrument set (01.004.303) and is an alternate method that is used to open up the medullary cavity of the tibia prior to implantation of a cannulated tibia nail. The information is provided per the technique guide on j10459-c. The returned awl was manufactured in (B)(4) on 08/2005. A review of the most current revision of the design drawings (03.010.040 rev g) was performed and a change to the surface finish of the device was made. These changes do not affect the structural integrity of the distal cutting tip. Per technique guide j10459-c, reaming with the awl is an alternate technique to opening up the medullary canal. The awl is designed to be inserted and used in conjunction with a single use guide wire. During the process of reaming the surgeon must apply considerable force to open up the medullary canal. It appears that the awl came into contact with something harder than bone, most likely the guide wire. And the surgeon applied additional force and broke the tip of the awl. This could occur if the guide wire was deformed prior or during use or if the guide wire was reused. Per the technique guide, the guide wire is not reusable and must be disposed of after a single use. Additionally, the handle shows evidence of hammer marks that are inconsistent with specified use. Therefore, the design is adequate for its intended use and did not contribute to this complaint condition, and this complaint is invalid from a design perspective. The design is adequate for its intended use and did not contribute to this complaint condition. The 12.0mm cannulated awl shows gouges and marks inconsistent with its specified use. The complaint condition is a factor of the devices age (over 8 years old) and improper use or excessive force being used. This device is used as an alternate method for opening the medullary canal and is not used during every surgery. Therefore part# 03.010.040 is determined to be suitable for its intended use when used as recommended; and this complaint is invalid from a design perspective.